Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The tube was discarded. Without the sample for investigation, the failure mode cannot be confirmed or a root cause determined. Info has been added to the database for trending purposes.

Event description:
The covidien rep in chile received a report from a customer that the cuff deflated minutes after being inflated. The tube was removed and the pt was re-intubated.